Event description:
It was reported by service report that the foot-end was stuck in high height. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - foot-end lift was stuck in upright position due to a cpu board malfunction.